Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The london implant retrieval centre is holding the product and is to perform an evaluation on the returned explant. When an evaluation report is received from the london implant retrieval centre, a follow-up report will be sent to the FDA. This report filed (B)(6), 2011

Event description:
It was reported from the london implant retrieval centre that patient underwent primary hip procedure on (B)(6), 2007. Revision procedure was performed on (B)(6), 2011 due to unknown reasons. No further complications have been reported.